Event description:
Customer received reading of 95 mg/dl using compact system with expired test strips. Customer then experienced hypoglycemic symptoms and contacted a family member for assistance. Family member contacted emts and emts treated for hypoglycemia on-site and then transported customer to the hospital. About 15 minutes after emts arrived at house, customer was tested on an unknown hospital meter with a reading of 33 mg/dl and was admitted. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.